Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation at the third party service center, damage to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.